Event description:
The facility representative reported a flo-gard infusion pump that does not work. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not work was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that physical damage to the main display, found as an ancillary condition, confirms the customer reported condition. The root cause of this condition was determined to be a damaged main display printed circuit board. The main display printed circuit board was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.